Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual inspection stated that damage was noted to the gateway catheter shaft at approximately 41cm and 82cm from the proximal end of the device. No damage visible inside the inflation port. Functional test reported that an attempt was made to inflate the balloon with an encore 26 inflation device; however, the balloon was noted to be leaking at the proximal end. The reported event is covered in the device directions for use direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'quite tortuous'. It was also reported that the balloon was successfully inflated during preparation. The device was returned and the balloon was noted to be leaking during analysis. It is probable that the balloon was damaged during navigation through the patients anatomy, causing the reported event. An assignable cause of procedural factors will be assigned to the as reported code balloon failed to inflated, and as analyzed codes the balloon leaked during use and to the balloon catheter damaged as the issue is associated with a product that meets boston scientific design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject balloon catheter was leaking from the proximal end. There were no clinical consequences to the patient reported as a result of this event.